Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the display was found to be fuzzy and discolored yellow. The display was kept on for 10 minutes that nothing changed about the display. It remained similar, but not any worse than before. Ingress testing was completed, and it was found that the device had increased in mass by 0.075 grams (cl-15756). It was reported that the device display was distorted and blank. The reported issues were confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the video laryngoscope's screen display was black or fuzzy. Battery was change still same issue. There was no patient involvement.